Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at a blue screen. A technical support specialist (tss) dialed into the station and referred to the knowledge article the med application had not launched automatically; the station was at a blue screen during the first step of upgrading the remote smart service. The application was no longer stuck on the care fusion screen after intervention. The tss rebooted the station to test the auto-login, and the application launched automatically. The customer verified that the station was back to normal. Fse informed the customer that would keep this case open for the next 24 hours for monitoring. The customer stated that if we did not receive any feedback, we could proceed with closing the ticket. No further action was required, and the ticket was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 had a device stuck on bluescreen. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.